Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the patient had a really bad infection. No new device was implanted. Additional information received states the patient was implanted with a new device on (B)(6) 2019.

Manufacturer narrative:
B5,d4, and e1 updated.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the patient had a "really bad infection." No new device was implanted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.